Event description:
Procedure type: unknown. According to the reporter: upon removing autosuture versastep plus trocar, it was noted that a 10mm x 5mm piece of the plastic sheath was broken off the tip. Nothing seen on laparoscopic exploration of abdomen. There was no report of extension of the operating time nor the incision size as a result. No patient injury was reported.